Event description:
MFR received vns therapy lead and generator explanted from pt. Follow-up with pt's treating physician revealed that the pt's mother had notified them that her son had died due to "falling and hitting his head". Product analysis was completed on the returned lead. Note the majority of the lead assembly body, including the electrodes, was not returned for analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. During the visual analysis, a few coil strands of the connector ring quadfilar coil appeared to have pulled apart. Note that a break of a few strands would still allow current flow through that portion of the lead. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Product analysis is not yet completed for the generator. At this time, the relationship between the pt's death and vns therapy is not conclusively known. Good faith attempts to obtain further information are currently being made.